Manufacturer narrative:
Product event summary: analysis confirmed the reported event; power supply and printed circuit board assembly found out of electrical specification.

Event description:
It was reported suddenly power falls. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.